Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 27 cfu comprised of the following 8 isolates: - positive cocci staphylococcus hominis. - positive cocci micrococcus luteus. - positive cocci jeotgalicoccus species. -variable rods bacillus drentensis. - positive cocci acinetobacter radioresistens. - positive cocci staphylococcus aureus. - positive cocci staphylococcus petrasii. - positive cocci micrococcus luteus. The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: -insertion tube severe crush at stage 1. -distal cap - fixed type failed seal integrity inspection. -soaking cap cut. -air/water socket cylinder o-ring chipped. -bending rubber severe discoloration. -passed dry/wet leak tests. -middle lcb distal cover glass glue is missing. -soaking cap leaking. -umbilical cable bump under pve root brace. -operation channel - primary mild resistance. -bending rubber glue excessive at flex tube side. -segment steel braid cut. The duodenoscope is currently undergoing repairs.

Event description:
After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 04/12/2018 under the reference delivery number (B)(4). On 05/17/2018, a device history review was performed confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax model ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 03/31/2014. Corrective action (B)(4), was initiated on 04/10/2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4) pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Evaluations codes: conclusion codes: device repaired and returned FDA 63.